Event description:
It was reported that during a laparoscopic gastric bypass the stapler, with a reload was fired across the stomach. The distal portion of the staple line opened up. The case was completed with another device. There were no pt consequences.